Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician found the catheter leaking during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided five photos for analysis. The complaint of a catheter body ruptured was able to be confirmed by the photos. The images show a 2-lumen catheter with a rupture in the body at the "25" indicator marking. The catheter body material is pushed outwards at the point of damage and is consistent with a pressure related break. However , a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." The customer report of a ruptured catheter body was confirmed by visual inspection of the customer supplied photos. The images show a 2-lumen catheter with a rupture in the body at the "25" indicator marking. The catheter body material is pushed outwards at the point of damage and is consistent with a pressure related break. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the physician found the catheter leaking during use on the patient. The patient's condition is reported as fine.